Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the mid left anterior descending (lad) artery. The bmw guide wire (gw) was advanced; however the tip became caught. Multiple attempts were made to remove the gw but the tip separated. A stent was deployed to secure the separated portion of the gw against the vessel wall. A second bmw gw was advanced without resistance but the tip of the gw became caught and also separated. The separated tip was left in the patient. A second procedure was performed 3 days later where another stent was implanted to secure the separated tip against the vessel wall. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 will be filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, additional information was provided. Medwatch report #: mw5168883, mw5168884: on (B)(6) 2025 an "abbott balance middleweight universal 0.014" 190cm" wire frayed, and tip dislodged during pci procedure. Then a second wire was utilized to attempt stenting the area and again the wire frayed, and the tip dislodged. Both wires were from the same lot #4121071. (This is event is being reported again as it occurred twice for the same patient with the same device and lot number. No harm came to the patient.

Manufacturer narrative:
Attachment medwatch reports. The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, and/or user technique which likely led to the reported tip separation. Sterile/unused devices from the same part and lot numbers were tested. Testing results does not indicate a lot specific issue. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.